Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the imaging window was partially detached. An open hole was observed at the sheath lap joint section of the device. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view a 99% stenosed, moderately calcified and moderately tortuous unknown target lesion. It was noted during insertion that the sheath was detached at the area of lap joint. The procedure was completed with another with the same device. No patient complications reported and the patient's condition is good.

Event description:
It was reported that tip detachment occurred. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view a 99% stenosed, moderately calcified and moderately tortuous unknown target lesion. It was noted during insertion that the sheath was detached at the area of lap joint. The procedure was completed with another with the same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).